Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 additional information found the method code now needs to be 4114 rather than 4117.

Event description:
Additional information found the patient had one of their t12 leads explanted and replaced. Two additional drg leads at bilateral l1 were added for improved coverage. Therapy was restored post-op. Note: it is unknown which lead was replaced, as such both leads are being reported.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02238. It was reported the patient experienced ineffective stimulation and x-rays indicated one of the leads was fractured. As a result, surgical intervention may take place at a later date to resolve the issue. Note: it is unknown which lead was fractured, as such both leads are being reported.